Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 5 cem 150610005; attune ps fem lt sz 6 nar cem 150410126; attune ps rp insrt sz6 5mm 151650605. Initial reporter occupation: non-healthcare professional.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address pain, instability, and loosening of the tibial base plate at the cement to implant interface. Revising surgeon indicated there was synovitis, and stated that the tibia was grossly loose, removed by hand. The cement mantle was completely intact, and well-fixed. Femur was noted to be well-fixed. Tibial base plate, tibial insert, and femur components revised; patella retained. Depuy cement was used in primary surgery. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.